Manufacturer narrative:
This ICD will not be returned for laboratory analysis because it was discarded at the hospital. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to infection. There were no additional adverse patient effects reported.